Manufacturer narrative:
Evaluation results: two cadd extension disposables were returned for investigation. The samples were tested using a hydrostatic vessel to look for leaks. One sample was confirmed to have a leak. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information received by a nurse from clinic, a smiths medical ambulatory infusion pumps cadd administration sets - flow stop was leaking unknown medication. This occurred three times with a clients tubing requiring changing. Two unused products from same lot are available for investigation. No patient adverse events were reported.